Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 486 mg/dl at the time of the incident. The customer¿s current blood glucose level was 436 mg/dl. Customer stated that the insulin pump was giving her too much insulin. Customer declined to troubleshoot. The device will be returned for analysis.